Event description:
It was reported that there was a problem with the patient programmer. The patient was not able to make adjustment both with or without antenna attached. Regarding the programmer, no telemetry with and without antenna. They had tried new batteries. No indication of patient harm. The patient had not been able to connect to his implant since he had gotten out of the hospital a few days ago. Patient services had the patient try to connect without the antenna attached and the patient reported the poor communication screen. Patient injury was noted. The patient dislocated his hip (B)(6) 2014. The patient had surgery for the dislocated hip on (B)(6) 2014 and had been in the hospital and had been taking a diuretic. The patient was in therapy for 6-7 weeks after. The patient had recently gotten out of the hospital and had stopped taking the diuretic. The patient was experiencing a loss of therapeutic effect. The patient was not sure how long he had symptom return because he had been taking a diuretic. He just stopped taking them a couple days ago and noticed therapy was not working. It was later reported that the patient received a new programmer in the mail today ((B)(6) 2014) and he was still getting the poor communication screen with and without his antenna with the new programmer. This was the first time the patient had tried using the programmer since this surgery and had been unsuccessful. The patient took the unit in probably around (B)(6) 2014 and had the nurse at the hcp's (healthcare provider) office look at it. She felt it was working ok. It had been 2-3 months since the patient had seen his hcp. The implantable neurostimulator (ins) feels pretty flat but maybe a little more sunk in the pocket site. Upon device return of the programmer, analysis found that complaint was unverified. Antenna jack was resoldered as a preventative measure. C100. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3093-28, lot# v503941, implanted: (B)(6) 2010, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician (B)(4).